Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead showed possible intermittent atrial undersensing on stored electrograms (egm), which resulted in possible false device classification of episode termination. The ra lead remains in use. No patient complications have been reported as a result of this event.